Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/exposed wires) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force no adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) to zoll. The patient using the belt reported that the belt had a damaged cable.